Event description:
It was reported that during device wound check, episode of non-sustained vt that appeared to be true vt was observed. Double counting due to farfield p-wave oversensing was also noted. No patient symptoms were reported. Programming changes will be made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)